Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation results. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: 1)the indication phenomenon occurred soon after the customer received the repaired device of clv-190. It is inferred that improper connection of the cable caused the phenomenon when the device was set up.

Manufacturer narrative:
The customer did not provide specific serial number for the referenced unit; therefore, it is unknown if the unit was returned to olympus for evaluation/service and a review of the instrument¿s history could not be performed.

Event description:
The service center was informed that the video system had no image. There was no patient involvement reported.